Event description:
It was reported by medwatch forwarded from FDA, that during an angioplasty/stent procedure, the angioplasty balloon became stuck in the stent struts. During attempts to dislodged the balloon, the catheter shaft elongated to the point where the catheter shaft broke, detaching from the distal portion of the catheter, leaving the balloon and wire in place in the coronary circulation. Attempts to remove with a microvena snare failed. The pt was sent to the or where the balloon and wire were removed. Pt status is not available.